Event description:
It was reported that the customer received a failed battery test. Customer reported that there was corrosion inside the battery chamber. Insulin pump to be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.